Event description:
The following has been reported: pump won't charge or turn on customer reporting the pump won't charge or turn on and tried other cords/outlet. Received pump (B)(6). Confirmed customer reported issue. Found inoperative ac port causing charging and power issue. Back panel assemble with ac port has been replaced. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. "The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, extrernal inspection founded that one of the holes in the rs 232 socket is blocked by a broken pin. Then, reported events are reproduced. Internal inspection founded no obvious damage to back of ac port/pcb or power board but the issue is with ac port/pcb. The back panel assembly was replaced and sent back to brézins for further investigation. Changing this part solved the problem. During our local tests, on visual inspection, we found that the rs 232 socket was obstructed by a broken pin that had been left in the socket hole, preventing communication via the cable. But this had nothing to do with the battery charging problem. However, we continued the investigation and the reported events could not be reproduced. Therefore the root cause of the reported event could be linked to another part that can only be tested with its associated device. This complaint is considered as not confirmed, with an unknown root cause. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as not confirmed the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.